Event description:
Initial info received from a consumer on 16-dec-2010: a (B)(6) female received her first, and only, treatment with poly-l-lactic acid (sculptra, lot# and exp date unk) on (B)(6) 2010 around the eyes. Consumer reported that she had to have plastic surgery as a result of receiving poly-l-lactic acid around her eyes. Sculptra was given "under the eyes all the way across." She stated that poly-l-lactic acid may have been given in other areas as well, but she doesn't remember. She stated a nurse gave her the shots in the eyes (periorbital) and as per consumer, "it messed my eyes up really bad." A doctor stated that there wasn't anything that could be done about it. The nurse who gave the injections referred her to a massage therapist because her bruising was so bad. They gave her a lot of creams. She stated it took a long time for the bruising to go away. She also stated she was referred to a different doctor who, as per consumer, tried to rebuild the tissue. He took some of the fat to redo it, but it didn't work. She stated the doctor has put in a lot of effort to correct everything. He had to dig to get the poly-l-lactic acid out. He sent it to pathology and it came back saying that what was dug out was poly-l-lactic acid. She has had another surgery since to help correct the issue, but this is still not resolved. She reported she has a lot of edema. No concomitant medications or medical history reported. No further info reported.

Manufacturer narrative:
Pharmacovigilence comment: sanofi-aventis company comment dated 20-dec-2010: while it is unclear what is meant by the event reported as "messed my eyes up really bad," based on the info provided (that she needed surgery to "rebuild the tissue" and the doctor "took some of my fat to redo it"), this pt is likely describing the known, potential event of atrophy. However, without a clearer description of this adverse event, medical confirmation of the reported events, details of sculptra therapy (including dosage given, reconstitution technique, etc.), knowing pt's concomitant medications, and a health professional's causality assessment, a thorough medical assessment of this case can not be made.